Event description:
See MDR number 2242445-2012-00034 for the first ptd used on the same patient. The physician noted a second catheter was then opened and used and while removing the catheter after attempting declot, the end broke. As a result, a non over the wire device was used to complete the procedure. There was no delay in treatment, no patient death, and no patient complications were reported. The patient outcome was fine. Additional information received on (B)(6) 2012 states that one of the basket wires became detached.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.